Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0pkc1, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the system became very infected and the patient had it removed. The patient stated they had the whole system removed after they got an infection in the early part of this year, and confirmed the year of 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.